Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing came apart from the burette of an interlink system buretrol solution set resulting in a leak; further described as "tubing separated from the top of the buretrol". This occurred during infusion preparation/setup at operating room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 (expiration date: update to n/a), h4, h6 (update codes), h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photo samples observed that the tubing was separated from burette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.